Event description:
Physician reported unknown side device "rupturing while being implanted through a keller funnel®." Device was not implanted. It is unknown if surgery was completed with replacement device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side device "rupturing while being implanted through a keller funnel®." Device was not implanted. It is unknown if surgery was completed with replacement device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., g.1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified one curved opening. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2, d4, g4, h4, h6.

Event description:
Physician reported right side device "rupturing while being implanted through a keller funnel®." Device was not implanted.